Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the controller (B)(6) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the event file confirmed the reported event; a controller power-up was recorded on (B)(6) 2020 at 09:01:25 and 09:16:45 followed by motor start at 09:01:29 and 09:16:48 respectively. The controller was without power for 53 minutes and 56 seconds on the first loss of power and 13 seconds on the second loss of power. Data log files covering the power-up event were not available for analysis. During a loss of power, a loud audible alarm will sound from the controller. Based on the available information, a possible root cause of these events can be attributed to a disconnection of both power sources from the controller as described in the event details. Internal investigation was initiated to capture events involving the controller losing power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found unconscious and pulseless at home by a family member. Patient was disconnected from both power sources and controller was alarming, paramedics arrived and performed cardiopulmonary resuscitation (CPR) but were unable to revive the patient. Patient was taken to the emergency department (ed) in full cardiac arrest, after trying CPR for an hour, patient was pounced dead.